Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver unspecified medication, at an unspecified rate, via an unspecified pump. At unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of unspecified diuretic medication. After an unspecified length of time, the customer contact reported that "the tubing did not infuse the diuretic, pt received an extra 125ml of fluid, and was late in receiving the diuretic." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided, including if the primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.